Event description:
Description of event according to initial reporter: "no operative issues. Upon follow up 19-jan-2022 there is "intraluminal dangling thrombus." History of thoracic coarctation repair at age (B)(6). Developed subsequent proximal descending thoracic aortic pseudoaneurysm. Given risk of rupture, underwent elective tevar placement on (B)(6) 2021 with cook zenith alpha zta-p-26-105-w routine post-op imaging on (B)(6) 2022 shows intraluminal dangling thrombus. Initiated on oral anticoagulation. No evidence of embolic events. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.